Event description:
Reportedly during a suturing a wound, the tip of the needle broke; scan done to detect if tip left in the tissues; but the piece was not found. No additional information was made available.

Manufacturer narrative:
During a routine review of our complaints this ftr was re-evaluated. Because the information available for the description of the event is insufficient to support a conclusion that an adverse event did not occur the complaint will be reported to FDA as an adverse event.